Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm during rewind test due to motor encoder signal out of phase. Unable to verify motor error alarm and motor position encoder error alarm and perform displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to a broken force sensor was detected during seating or regular delivery error alarm during rewind test alarm during rewind test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, pump error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.